Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Manufacturing site name - endochoice. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval device was used in the esophagus during a food bolus retrieval procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the net was completely detached inside the patient¿s mouth when trying to remove a piece of steak. It was reported that the device was removed from the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.